Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because lot number unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a fractured right ventricular (rv) lead. A right atrial (ra) and left ventricular (lv) lead were also present within the patient but were not targeted for extraction. The patient reportedly had a significant medical history and comorbidities as well. CT scans had shown severe adhesions in the superior vena cava (svc) pre procedure. A spectranetics lead locking device was used to provide traction to the rv lead to aid in its extraction. The physician chose a spectranetics 14f glidelight laser sheath and the device's outer sheath to attempt extraction of the lead, as well. He began to lase within the vasculature and had encountered just a slight amount of stalled progression due to lead on lead binding. As the physician advanced down to the svc, the lead's proximal coil came free and he pulled the glidelight device back; at that point, the patient's blood pressure dropped. Transesophageal echocardiography (tee) showed a pericardial effusion. Rescue efforts began, including use of a rescue balloon, CPR and sternotomy. The patient reportedly had a lot of blood loss and was given blood products and placed on bypass. A tear in the innominate/svc junction and several microtears in the svc were discovered. The physician was able to repair the tears but the patient's tissue was very friable and it was reported that the patient was down about 10 min. In addition, the patient's coagulopathy was severe and the decision was made to withdraw care. The patient did not survive the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 1802, and 4621.